Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4). H3 other text : device not returned.

Event description:
The alarm generated at the time of taking arterial pressure was correctly "iab optical sensor failure", not "unable to calibrate iab optical sensor".

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate iab optical sensor message. Even after recalibrating the zero adjustment button and plugging and unplugging the sensor connector several times, it did not improve. The customer attempted to troubleshoot, but the issue persisted. The iab was replaced with new one and therapy was completed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Two catheters were returned. The japan representatives for getinge were unable to distinguish which catheter was faulty, and which catheter was the replacement due to identical lot numbers. The evaluation for the two catheters is below. Complaint summary for iab s/n: (B)(6). The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. Four catheter tubing kinks were observed along the length of the catheter at approximately 37.3cm, 39.1cm, 62.5cm & 73.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. Although it was not possible to duplicate the reported problem, catheter tubing kinks may contribute to difficulty monitoring blood pressure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint summary for iab s/n: (B)(6) the product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. The technician attempted to insert a 0.018¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. Unable to clear the occlusion. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. Although it was not possible to duplicate the reported problem, a catheter tubing kink may contribute to difficulty monitoring blood pressure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The alarm generated at the time of taking arterial pressure was correctly "iab optical sensor failure", not "unable to calibrate iab optical sensor".

Event description:
The alarm generated at the time of taking arterial pressure was correctly "iab optical sensor failure", not "unable to calibrate iab optical sensor".

Manufacturer narrative:
Updated section b. Reported alarm from unable to calibrate iab optical sensor to iab optical sensor failure". The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
Updated section d serial # (B)(6).

Event description:
The alarm generated at the time of taking arterial pressure was correctly "iab optical sensor failure", not "unable to calibrate iab optical sensor".